Event description:
The facility reported a pump with a battery that does not charge. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of the battery not charing was confirmed. Inspection of the device found that this was caused by depleted and potentially damaged batteries that were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.